Event description:
Ous MDR - it was reported that after an implant duration of about 2 weeks, during a follow-up, loss of capture and a first degree heart block was observed. Pericardial effusion was confirmed at the hospital. It was decided to perform a lead repositioning procedure in the near future. This right ventricular lead remains in service. The lead was not returned to biotronik (B)(4).

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.